Manufacturer narrative:
Device is a combination product. Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
Same case as MDR ID 2134265-2014-01216. (B)(4) study. It was reported that myocardial infarction and stent thrombosis occurred. In (B)(6) 2012, the patient presented with unstable angina and was diagnosed with myocardial infarction and underwent cardiac catheterization which showed a 2.75 mm x 26 mm, de novo, 95% stenosed target lesion located in the proximal left anterior descending (lad) artery extending to mid lad. It was treated with direct placement of 2.75 x 28 mm and 3.00 x 16 mm promus element plus drug eluting stents in overlapping fashion. Following post dilatation, the residual stenosis was 0%. The patient was discharged on aspirin and clopidogrel the next day. In (B)(6) 2013, the patient presented with cardiac enzyme elevation and ECG revealed left axis deviation, left ventricular hypertrophy, anterior injury, early acute infarct and baseline wander ¿ I, ii, iii, avr, avl, avf. The ECG suggested st elevated myocardial infarction. Coronary angiography showed an acute stent thrombosis of a previously deployed stent in proximal lad. It was treated with thrombectomy along with pre dilatation and placement of a 3.00 x 24 mm promus element plus stent followed by post dilatation. Also, an acute stent thrombosis of a previously deployed unspecified stent in the proximal right coronary artery (rca) was treated with pre dilatation and placement of 2.50 x 30 and 3.00 x 16 mm pe plus stents. Simultaneously, on same day, the unspecified % stenosis in mid rca was treated with balloon angioplasty. The stent thrombosis in the lad and rca were considered resolved on the same day. The event myocardial infarction was considered resolved two days post procedure and the patient was discharged on aspirin and effient.

Manufacturer narrative:
Describe event or problem-corrected and updated relevant tests/lab data- corrected and updated. (B)(4)

Event description:
Same case as MDR ID: 2134265-2014-02799, 2134265-2014-01216, 2134265-2014-02871, 2134265-2014-02872. It was further reported that in december 2012- pre index procedure, the 100% thrombus noted in proximal right coronary artery (rca) was treated by placement of 3.0 x 28 mm, 2.75 x 20mm veriflex stents and a 2.25 x 20 mm express 2 coronary stent delivery system extending from proximal to distal rca, resulting in 0% residual stenosis. In (B)(6) 2013, as per site, it was a stent thrombosis of the previously implanted 3x16mm pe plus stent in proximal left anterior descending (lad). Following post-dilatation, residual stenosis was 0%. In addition, the acute stent thrombosis noted in proximal right coronary artery (rca) occurred in the previously deployed 3.0 x 28 mm, 2.75 x 20mm veriflex stents and a 2.25 x 20 mm express 2 coronary stent delivery system which was also treated with placement of a 2.75x38mm pe plus stent. The unspecified % stenosis was located from proximal, mid and distal rca. Post procedure, the event was considered resolved and the patient was discharged on prasugrel and not effient as previously reported.